Manufacturer narrative:
(B)(4). (B)(6). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the recurrent mitral regurgitation, clip deployed in chordae, and surgical intervention. It was reported that on (B)(6) 2018 two mitraclips were implanted in the patient with grade 4 degenerative mitral regurgitation reducing mr to grade 2 to 3. Both mitraclips were thought to have been deployed on the mitral valve leaflets. There were no device malfunctions with either of the mitraclips on the day of the procedure. The patient underwent mitral valve replacement surgery on (B)(6) 2018 for recurrent mr grade 3 to 4. The surgeon noted that only one of the mitraclips was deployed on both leaflets. The other mitraclip was noted by the surgeon to have been deployed just under the leaflets on the chordae; this was not noted on the day of the original mitraclip procedure. The patient tolerated the surgery. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of failure to deliver mitraclip to the intended site (foreign body in patient) and worsening mitral regurgitation (mr) as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. These issues appear to be related to patient morphology/pathology and/or user technique/procedural conditions and are unrelated to the device since there was no reported device issue/malfunction during the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.